Event description:
Implant procedure to treat an abdominal aortic aneurysm was performed in 2004. In about a month the patient presented to the hospital with claudication. An angiogram performed noted the right ipsilateral leg was occluded and also a kink between the distal third and fourth stent body. Via a left brachial puncture, a catheter was placed in the right limb of the stent graft. A balloon catheter was used to dilate the kinked portion of the graft, followed by the deployment of another manufacturer's stent placed across the kinked area. Area was then again dilated with a 4, 7 and 8mm balloon catheter. Tpa was infused in this segment for a period of four hours. The final angiogram performed after the tpa infusion showed a satisfactory thrombolysis with flow through the right limb of the stent graft. The previously detected type I endoleak during the initial procedure was still viewed with an anterior leak at the neck. Physician decided not to intervene regarding the type I endoleak at this time and will monitor the patient closely. Procedure concluded.